Event description:
Pt underwent intrauterine insemination (iui) at fertility clinic using sperm treated with irvine scientific's sperm wash medium, lot 998390402. Report states that pt subsequently experienced fever of 100.2 degrees, chills, elevated white blood count and abdominal cramping. Pt was treated with oral vibramycin.